Event description:
The customer reported being in the emergency room due to high blood glucose between 480 to 506mg/dl. The customer stated mentioned that his heart rate was speeding and she was vomiting. The customer stated that she took off the insulin pump in her way to the hospital. The customer stated that the hospital and her doctor believe the insulin pump was malfunctioning, and she requested a replacement of the device. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.